Event description:
It was reported the patient experienced bacterial meningitis from an epidural injection in october. The patient was seeing an infection disease doctor and needed an MRI. The patient was seeking an hcp to remove the ins device. The symptoms were at the lead-extension connection location. The patient remained at home in fair status.